Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery. Customer was only able to receive 2 units of insulin out of the 6 unit programmed bolus. Customer's blood glucose was 200 mg/dl at the time of incident. The mother was able to resolve the alarm with a complete set change. Customer was advised to call back when the alarm occurs to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.